Event description:
A caller reported encountering a minimum fill notification, which led to their blood glucose level exceeding 500 mg/dl, although the specific value was unknown and displayed as "high." In response to the high blood glucose level, the caller administered a correction bolus via their pump and did not require assistance from a third party. Technical support instructed the caller to remove the pump from its case and clean the pneumatic tap area. After following these instructions and reloading the cartridge, the caller successfully resumed insulin delivery.